Manufacturer narrative:
The glidescope core 10" monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core 10" monitor and could not reproduce the reported frozen image issue; the unit functioned as intended. The glidescope core 10" monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core 10" monitor, the unit froze during an intubation. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.